Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Event description:
On 02/06/2025, a sales representative reported via (B)(4) that an ar-9260-47 kolbel retractor blade, and an ar-9260-46 kolbel retractor blade were damaged. This occurred during a case, with no effect on the patient.

Manufacturer narrative:
Additional information: d9, g3, h3, h6. One unpackaged ar-9260-47 kolbel retractor blade, 36 mm x 36 mm, blunt, batch 45552230 was returned for investigation. Visual evaluation noted signs of wear/damage on the body: fading laser marks, chipping marks, and discoloration splotches. Functional testing was not performed due to the damage to the device. The most likely cause of the reported failure can be attributed to wear and tear, which results from excessive stress on a device that has naturally deteriorated over time due to normal usage and aging. The manufacturing date is 2022. Refer to the investigation photos. The complaint allegation is confirmed.